Event description:
A report was received that alleges that during the attempted removal of the endotracheal tube, the tube became "stuck". The respiratory therapist suctioned, ventilated and deflated the cuff in the usual manner and the tube could not be removed. She called for assistance from a pulmonologist, who lowered the head of the bed and used a laryngoscope to remove the tube. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.